Event description:
It was reported during a follow-up the asymptomatic patient¿s left ventricular lead exhibited a loss of capture due to a possible dislodgement of the lead. The lead was explanted and replaced. The patient was in good condition following the procedure.

Manufacturer narrative:
(B)(4).